Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
We were notified that this device was not able to be interrogated. The last interrogation was 1 month ago and it showed 6 years until eri. The patient feels a vibration in her chest and the patient had a medical procedure recently. The device is pacing at programmed settings, but magnet response goes to eri rate of 80 bpm. The plan is to replace this device. Should additional information be received, this file will be updated.